Event description:
It was reported that the customer had intermittently unresponsive buttons on his insulin pump. His blood glucose was unknown at the time of reporting. No equipment was returned. No additional information was returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.